Manufacturer narrative:
The cobas e 801 module serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tg ii results from several patient samples tested on the cobas 8000 e 801 module. The following examples of discrepant results were provided: patient sample 1 on (B)(6) 2024: the initial result was 0.16 ug/l. On (B)(6) 2024: the repeat result was <0.04 ug/l. Patient sample 2 on (B)(6) 2024: the initial result was 0.09 ug/l. On (B)(6) 2024: the repeat result was <0.04 ug/l. Patient sample 3 on b)(6) 2024: the initial result was 0.20 ug/l. On (B)(6) 2024: the repeat result was <0.04 ug/l. Patient sample 4 on (B)(6) 2024: the initial result was 0.41 ug/l. On (B)(6) 2024: the repeat result was <0.04 ug/l.. The physician questioned the initial results and requested that the patient's samples be rerun, as the results indicated recurrence; the expected results are <0.04 ug/l after thyroid carcinoma treatment.

Manufacturer narrative:
Medwatch fields updated: - d. Device identification, - g1 and g4 PMA / 510k (premarket numbers). - h6 investigation findings. - h6 investigation conclusion. The investigation reviewed the precision check and the results were acceptable. The field service engineer inspected the module, replaced the measuring cells, and performed a successful high calibration of the blank cell. The customer did not report any other issues.

Manufacturer narrative:
A general reagent problem was not detected. The investigation did not identify a product problem. The customer did not report any other issues.